Event description:
This will be filed to report incomplete coaptation. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade shared atrium, 3 mitral leaflets, and an anterior leaflet cleft. Shortly after deployment of the clip, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It was noted that navigating the valve was difficult due to the patient's anatomy. An additional clip was implanted for further mr reduction and the procedure was concluded with a resulting mr of grade 1. There was no clinically significant delay in the procedure and no additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda and difficult positioning were due to challenging patient anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.